Event description:
It was reported the right ventricular (rv) lead had low bipolar impedance and it had been switched to pace unipolar. The unipolar impedance recently also became low. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.